Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Received via medwatch (mw5075172): event description per mw report: failed total knee, cement loosening. Additional information has been requested. File will be updated when information is received. All med watch submissions related to this report are: 9610612-2018-00172.